Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 70% stenosed lesion in the right coronary artery (rca). A 4.50x15mm nc trek over the wire (otw) balloon dilatation catheter (bdc) was advanced over a non-abbott guide wire (gw) with resistance met with the gw. The bdc was able to make it to part of the lesion and was used for dilatation, however the nc trek bdc could not be further advanced to complete dilatation due to the resistance met with the guide wire. Upon removal of the bdc, resistance was met again with the guide wire. A new non-abbott balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulties advancing and removing the device over the guidewire could not be replicated in a testing environment due to the condition of the returned device. Analysis found that the distal shaft was stretched proximally from the proximal seal to the mid lap seal. The guidewire exit notch was torn distally. Attempts to pressurize the bdc device resulted in fluid leaking out of the torn notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.